Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that their insulin pump may not be functioning properly due to high blood glucose levels. Customer advised to disconnect from pump. Customer declined troubleshooting and requested a replacement. Customer's blood glucose level was 591 mg/dl at time of reporting. Nothing further reported.